Event description:
Follow up information identified the patient quit recharging the ipg. The ipg is oriented correctly.

Manufacturer narrative:
This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg is unable to communicate with the external devices. The patient has not recharged in more than a month and has not received stimulation for awhile. It was confirmed the patient's ipg is inoperable due to battery depletion. Surgical intervention may be pending to address this issue.